Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer alleges that the left arm frame was bent to the left. Consumer alleges he noticed this when he changed the armpad to a wider armpad. Follow up call: he isn't even using the chair because the arm slants and is bent in towards the seat which makes it hard to get in and out of. Could not locate the serial # because of its location. MDR filed.

Manufacturer narrative:
The incorrect information was submitted on the initial medwatch.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.